Event description:
Please reference: 2026095-2015-00182/15-00569(b) and 2026095-2015-00183/15-00569(c). Fill volume: 241ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: implanted port. It was reported by a pharmacist that multiple incidents occurred with "pumps finishing too quickly". Specifically, it was reported that 2 separate incidents occurred with the same patient where a pump's infusion ended sooner than expected. Report #1 of 3: the incident occurred during the patient's second cycle of chemotherapy. The infusion started on (B)(6) 2015 at approximately 1445 and the patient was scheduled to return on (B)(6) 2015 for disconnection of the pump. The patient returned to the clinic on (B)(6) 2015 at approximately 1100. The patient reported to the staff that when the patient awoke on (B)(6) 2015 at 0500, the patient noticed that the pump was empty. The patient did not report any adverse events immediately after the infusion; however, about 8 to 10 days after the infusion, the patient experienced diarrhea and abdominal pain. The patient's current condition is reported as stable. It was reported that the flow restrictor was not taped to the patient's skin. The device is not available for return.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Per the instructions for use (IFU)(14-60-591-0-04), there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU also specifies the following: "temperature will affect solution viscosity, resulting in faster or slower flow rate. The flow controller (located distal to the filter) should be close to, or in direct contact with the skin (31°c/88°f). Caution: filling the pump less than the labeled (nominal), volume results in faster flow rate. Delivery accuracy: when filled to labeled (nominal) volume, homepump c-series* flow rate accuracy is ±15% of the labeled (nominal) flow rate when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 31°c/88°f with the pump positioned 40 cm (16 inches) below the catheter site." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. However, it was reported that the flow restrictor was not taped to the patient's skin. The IFU specifies that "flow rates may vary due to: temperature will affect solution viscosity, resulting in faster or slower flow rate. The flow controller (located distal to the filter) should be close to, or in direct contact with the skin (31°c/88°f)." The instructions for use (IFU)(14-60-591-0-03) and a technical bulletin were sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.